Event description:
While performing a left shoulder arthroscopic rotator cuff repair the scorpion needle tip broke off while trying to pass suture. Shoulder is constantly being irrigated during scope, md attempted to visualize broken tip but was unable to see it. X-ray was performed and a call back was received from radiologist who spoke w/ md and stated that he could not see the tip.